Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated they used the subject microcatheter to deliver a guidewire to a2 normally and then prepared to deploy a stent. No anomaly was noticed before use. Flushed and delivered it to parent vessel and after located the operator withdrew the subject microcatheter to deploy the stent. The tip of the stent was deployed normally but after 1/3 of the stent was pushed out, big resistance was encountered when retracing the subject microcatheter. After several pulling and pushing, the subject microcatheter could be withdrawn back under big force to deploy the stent. However, under dsa (digital subtraction angiography) the operator found the tip marker of subject microcatheter and the tip area of stent delivery wire were left inside the vessel. The operator checked the stent and found the position of it was a little bit lower but was still able to cover the neck, so filled coils to finish the procedure. After the procedure, the operator checked the subject microcatheter and the delivery wire and found 1cm from tip of subject microcatheter was fractured and the tip of the delivery wire was also fractured. Currently no impact to the patient. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damages noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. Also, it was reported that the patient's anatomy was severely tortuous which most likely would have contributed to the event. The as reported events of catheter shaft friction, catheter tip broken/fractured during use and un-retrieved device fragment will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during left anterior cerebral artery (aca) stent assisted coil embolization case, resistance occurred while withdrawing the subject microcatheter to deploy the stent. After several attempts, subject microcatheter was removed. However, under digital subtraction angiography (dsa), physician found tip of stent delivery wire and of subject microcatheter fractured and left inside the patient vessel. No attempt was made to remove the broken fragments of stent delivery wire and subject catheter. The procedure was completed successfully and there is no post-procedure complication to patient.

Event description:
It was reported that during left anterior cerebral artery (aca) stent assisted coil embolization case, resistance occurred while withdrawing the subject microcatheter to deploy the stent. After several attempts, subject microcatheter was removed. However, under digital subtraction angiography (dsa), physician found tip of stent delivery wire and of subject microcatheter fractured and left inside the patient vessel. No attempt was made to remove the broken fragments of stent delivery wire and subject catheter. The procedure was completed successfully and there is no post-procedure complication to patient.

Manufacturer narrative:
This is 2 of 2 reports.